Event description:
The sales rep has reported that the doctor deployed marker, but on retrieving marker on the 180 turn the plastic introducer tip was sheared off in the ¿superficial¿ facia of the pt¿s breast. The doctor was able to remove with ultrasound guidance and forceps. The doctor has given films for reference. The sales rep has recommended they be sent to the devicor complaint specialist.

Manufacturer narrative:
The lot number was not provided and mfg batch records could not be examined. The sales rep sent copies of the mammography film for a visual analysis. The marker introducer tip is visible on the film. The marker introducer tip was removed with ultrasound guidance and forceps. The instructions for use insert is included in the carton packaging and lists step by step directions on the correct method for use. Under instructions section of the insert, one of the caution statements reads ¿do not insert beyond the appropriate band or tip damage may occur.¿ under warnings in instructions, it states ¿failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear.¿